Event description:
It was reported that a broken guidezilla occurred. A 6f guidezilla ii was selected for use. During coronary angiography, it was noted that the guidezilla was broken. There were no patient complications.

Manufacturer narrative:
With all the available information, boston scientific concludes: device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the event. Device technical analysis: the device was not analyzed as it was not returned to the complaint investigation site. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Risk review: a risk review was completed and confirmed that the event of shaft break (device separation) was defined in the risk documentation and is documented accordingly. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: in this case the device was not returned for product analysis therefore limiting the identification of a most probable cause of the reported event, and batch record review concluded that no manufacturing deviations were identified during the manufacturing process. The issue could be related to an excessive force applied to the device during procedure, as well as operational factors such as handling/technique, causing the reported event. This investigation has been assigned the conclusion code of adverse event related to procedure.

Event description:
It was reported that a broken guidezilla occurred. A 6f guidezilla ii was selected for use. During coronary angiography, it was noted that the guidezilla was broken. There were no patient complications.